Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screwdrivers: shafts /unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, the patient underwent the open reduction internal fixation. During the surgery, when the surgeon tried to insert the screw with the screwdriver shaft, the screwdriver shaft and the screw head did not match each other, and the surgeon couldn¿t insert the screw. There was no delay reported. It was unknown if the surgery completed successfully. The patient condition was stable. No further information is available. This complaint involves two (2) devices. This report is for (1) unk - screwdrivers: shafts. This report is 2 of 2 (B)(4).